Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is not confirmed. Upon visual evaluation, it was noted that the component c0994-07 bio screw and blue suture were not returned from the suture anchor, biocomposite swivelock® c, 4.75 mm x 19.1 mm, closed eyelet for investigation. Functional testing was not performed due to the missing components. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an anterior cruciate joint surgery the anchor could not be inserted to the intended depth and could not be fixated. It was further reported that the customer drilled the hole and prepared it with a thread cutter but the anchor just turned inside the hole. There was no harm for patient, operator or third party reported. The surgery was finished successfully with a new device from another manufacturer. It was not necessary to switch the surgical technique or do a second surgery.